Event description:
We were informed that the physician repositioned this lead on (B)(6) 2011. This lead remains actively implanted. Should additional info become available, this report will be updated.